Event description:
The patient was injected in the nasolabial folds and lower lids. The patient allegedly developed swelling at the lower lids and swelling and bumps all over face. The patient was treated with hyaluronidase. Abscesses on both nasolabial folds, left glabella, and perioral areas where incised and drained several times. A culture was taken. Additionally, the patient was treated with keflex and a steroid pack.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records was reviewed and met specifications, and did not reveal any issues with the alleged product lot.